Event description:
It was reported to philips that the live monitor display was blank with a no dvi error on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset the dvid and restored the display. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).